Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? When the reload misfired and the firing sequence was not completed, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the reload misfired and the firing sequence was not completed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any other issue noted with the completed staple line other than bleeding (malformed staples, incomplete staple line, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? When the reload was broken, was the plastic broken? When the reload was broken, was the metal pan broken/separated from the plastic portion? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the bmi of the patient? Was the patient male or female? Was a leak test performed and if so, what was the result? Was buttressing material utilized? If so, which product? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a sleeve gastrectomy procedure, "during changing of reloads, the scrub nurse struggled to insert them, as she said the reloads were quite tight. The first reload misfired and the firing sequence was not completed. The other reload worked ok upon firing, but when the scrub nurse removed it, the reload was broken. These have been returned as the surgeon mentioned that he was experiencing much more bleeding after completion of the staple line than he would expect to see in this type of procedure." Another like device was used to complete the procedure.